Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery and will not turn back on. The customer's blood glucose was 356 at the time of the event. The customer states that they replaced the battery after the alarm and the pump shut off again after several hours. The customer states that further replacement batteries could not reactivate the pump. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display, failed battery test and unexpected battery power loss noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).